Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot#p4m0980); sigpshell, sig power sigpshell control shell (lot#n4j1431y); sigphandle, sig power sigphandle handle (serial#(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving a powered stapler reload, firing issues occurred on the second attempt. The stapler stopped responding midway, resulting in a partial fire of approximately 15mm and was unable to proceed further. Additionally, the stapler handle and display became unresponsive and appeared frozen. To address the issue, the surgeon replaced the device with a new powered handle attached to the existing adapter to open the jaws and safely remove the stapler from the patient¿s abdomen. Another handle and adapter were then used to complete the surgery. After resetting and testing the handle, no further issues were observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ultra low anterior resection procedure involving a powered stapler reload, firing issues occurred on the second attempt. The stapler stopped responding midway, resulting in a partial fire of approximately 15mm and was unable to proceed further. Additionally, the stapler handle and display became unresponsive and appeared frozen. To address the issue, the surgeon replaced the device with a new powered handle attached to the existing adapter to open the jaws and safely remove the stapler from the patient¿s abdomen. Another handle and adapter were then used to complete the surgery. After resetting and testing the handle, no further issues were observed. No patient complications were reported as a result of this event.